Event description:
The customer contact reported the device did not deliver when the bolus button was pressed. The bolus cord was returned to the pharmacy department from an unspecified nursing unit with a report of the bolus cord did not deliver when the bolus button was pressed. On an unspecified date, it was reported that the bolus cord was connected to a gemstar pump to deliver an unspecified medication. No specific pt information, pump programming, or event details were available. After an unspecified length of time in use, the nurse reported that the pt was reportedly complaining due to the bolus cord was "not delivering." The bolus cord was replaced and the therapy was resumed. There were no reports of any adverse pt events and no reported delay of critical therapy while the devices were in clinical use. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.